Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported his first implant put in 2004 only lasted half of what it was supposed to. The patient ran out of the battery in 2005. It was not programmable and the patient thought it was supposed to last 5-7 years, but it did not even come close to that. Relevant medical history included lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.